Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Based on the results of the updated investigation, it is likely the phenomenon "75 minutes of delay occurred in the procedure" due to the device malfunction. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event (no image) occurred due to a patient board set failure. However, the root cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to correct section h10 of the initial report (importer medwatch report number). The report was submitted on importer medwatch report #2429304 - 2023 - 00084.

Manufacturer narrative:
The device has been returned and inspected. The allegation was confirmed, due to faulty patient board set. Additional findings were corroded video connector pins and software update recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch #2429304 - 2023 - 00001.

Event description:
The customer reported to olympus, that during a diagnostic colonoscopy, this evis exera iii video system center can be used, using 190 series scopes. But, no 180 series scopes. No error messages were seen. The procedure was delayed for seventy-five (75) minutes, due to the equipment failure. Patient was sedated with propofol and was under prolonged anesthesia time. The procedure was completed by using another device. There were no medical intervention required as a result of the reported problem. The cabling was checked and scope cable replaced with a known working cable, but no change. The digital light source cable was changed with a known working cable, with no change. All other cabling and settings were checked. The customer was advised to send in the device for repair. There were no reports of patient or user harm associated with this event.